Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product evaluation showed one holding sleeve was received in assembled condition. Minor discoloration and wear marks exist on the shaft portion. The final one to two threads on the threaded tip is sheared off and was not returned for evaluation. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in complaint 1578 and the evaluation of that complaint noted, the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage is due to this condition and CAPA (B)(4) has been opened on the matrix holding sleeves, part numbers 03.632.001 and 03.632.036, to address further issues.

Event description:
It was reported that during an l-4-s1 fusion the surgeon had the screw on the screwdriver with the sleeve, however, as he attempted insertion, the screw threads inside the screw head came apart and sheered off. The surgeon used another screw to complete the procedure without further incident. The thread on the sleeve that attaches to the screws that were used with this screw is broken. The complained screw will not be returned. It was lost following the surgery. There is no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 2 of 2 for this complaint (B)(4).